Manufacturer narrative:
The mete associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging a unusual issue- meter squels when trying to power meter on . This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (05/29/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on 05/06/2013 with the following findings: the meter passed testing with no faults found. Lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.